Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that during routine phone follow-up regarding potential system replacement, it was reported that the scs system was removed at some point in (B)(6) 2015 due to lead migration that was causing pain to the patient. There were no known environmental/external/patient factors. The patient stated that x-rays were taken to confirm placement of the lead that was no longer in the intended location. The exact date of the x-ray was unknown, but was sometime between (B)(6) 2016. The entire system was explanted. The issue was resolved at the time of the event. No further complications were reported or anticipated.